Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Unknown. No information has been provided to date.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Additional information received on 13-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during testing. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the battery compartment. The customer stated problem was not duplicated. Replaced dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120. H4: correction: device manufacturing date: 22-aug-2019.